Manufacturer narrative:
The dfm100 assy therapy s/n(B)(6) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the u11 component was defective. Based on the information available, the cause of the reported problem was a defective u11 component. The reported problem was confirmed by fse onsite.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that the device had event storage error and processor pca was returned for further analysis. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.